Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable the manufacturing location was unknown. (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 7 for the same event. It was reported from (B)(6) that during a surgical procedure for femur sub-trochanteric and trochanteric fractures it was observed that while performing distal screw locking using a pfna (proximal femoral nail antirotation) long nail, the physician could not drill the bone with the radiolucent drive device. It was reported that six drill bit devices were also used in the procedure. The reporter stated that the device seemed to have weak torque. It was reported that there was 30 minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was successfully completed, without using the radiolucent drive device. It was reported that the product/instrument was not broken during surgery. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as december 6, 2016 in the initial report and has been updated to december 16, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.